Event description:
The user received analyzer alarms, data flags and questionable results for multiple patient samples from the elecsys 2010 disk. The exact number of patient samples involved was unknown. The user provided data for seven patient samples. The repeat testing was performed on (B)(6) 2010. Patient sample 1 initial digoxin result was >5.0 ng/ml, repeat result was 2.0 ng/ml. Patient sample 2 initial vitamin b12 result was <30 pg/ml, repeat result was 436 pg/ml. Patient sample 3 initial vitamin b12 result was 778 pg/ml, repeat result was 352 pg/ml. Patient sample 4 initial tsh result was 0.02 uiu/ml, repeat result was 5.71 uiu/ml. Patient sample 5 initial psa result was 0.04 ng/ml, repeat result was 0.86 ng/ml. Patient sample 6 initial ferritin result was 2 ng/ml, repeat result was 37 ng/ml. Patient sample 7 initial free t4 result was >7.8 pmol/l, repeat result was 2.2 pmol/l. The user stated some of the sample results were reported outside of the laboratory. The user recalled all of the results and let the doctors know that they may be incorrect. Patient 1 was sent to the ER but the doctor did not act on the result. The user stated she had called the doctor to explain the result may not be correct and so the doctor did not do anything until a confirmed result was available. The user thought patient 4 may have been treated and released. The user stated most of the other patients were outpatient clinic samples and the original result was retracted before anything was done. The reagent lot numbers were not provided. The field service representative determined the measuring cell was damaged and was unable to produce accurate results. He replaced the measuring cell, changed the tubings, seals and o-rings. To verify the analyzer operation, he ran performance tests and the user ran calibration and controls. The control results were acceptable to the user and the system was performing to specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.